Event description:
Customer reported receiving a "hi" (indicates a reading greater than 500 mg/dl) on the display of her freestyle meter and subsequently losing consciousness. Paramedics were called and transported customer to columbia memorial hospital emergency room where she was diagnosed with hypoglycemia. Customer also reported her blood glucose was 59 mg/dl at the hospital. Customer was treated with an intravenous of "sugar water" and given food to eat.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.